Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ organ perforation') and device dislocation ('migration/device migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometrial ablation and pelvic adhesions (mild). Concurrent conditions included endometriosis (mild) and irregular menstruation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding/unusual bleeding"), menorrhagia ("menorrhagia") and adhesion ("adhesions"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and lysis of adhesions). Essure was removed on (B)(6)2009. At the time of the report, the perforation, device dislocation, genital haemorrhage, menorrhagia and adhesion outcome was unknown. The reporter considered adhesion, device dislocation, genital haemorrhage, menorrhagia and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation/organ perforation') and device dislocation ('migration/device migration'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida ii, parity 2, endometrial ablation and pelvic adhesions (mild). Concurrent conditions included: endometriosis (mild) and irregular menstruation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding/unusual bleeding"), menorrhagia ("menorrhagia") and adhesion ("adhesions"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device dislocation, genital haemorrhage, menorrhagia and adhesion outcome was unknown. The reporter considered adhesion, device dislocation, genital haemorrhage, menorrhagia and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: event: organ perforation clubbed with perforation, unusual bleeding clubbed with genital bleeding and pelvic pain clubbed with pain. Event: migration of implant and adhesions were newly added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the patient had essure implants and one on the right apparently had gone through the edge of the tube.') And device dislocation ('migration/device migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometrial ablation, pelvic adhesions (mild) and menorrhagia. Concurrent conditions included endometriosis (mild) and irregular menstruation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding/unusual bleeding"), menorrhagia ("menorrhagia") and adhesion ("adhesions"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,lysis of adhesions and laparoscopically assisted vaginal hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, menorrhagia and adhesion outcome was unknown. The reporter considered adhesion, device dislocation, fallopian tube perforation, genital haemorrhage and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: previously reported event perforation nos updated to fallopian tube perforation.reporter added. (Fu 6 and 7 processed together) on (B)(6) 2020: mr received: no new significant information received. (Fu 6 and 7 processed together) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometrial ablation and pelvic adhesions (mild). Concurrent conditions included endometriosis (mild) and irregular menstruation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometrial ablation and pelvic adhesions (mild). Concurrent conditions included endometriosis (mild) and irregular menstruation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.